Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that since implant, they have been having problems with the way their device was programmed. They also stated that since their trial in (B)(6) 2018, they have had pain and difficulties. The patient added that their pain is radiating down their left hip and leg. The patient was redirected to follow-up with their healthcare provider. Additional information was reported that the patient was reprogrammed properly and the results have been better. Additional information was received from the manufacturer representative on (B)(4) 2019. It was reported that the patient had been implanted in november and was not receiving adequate pain relief from the device. The health care provider (hcp) thought it would best to revise the leads. Upon attempting a lead revision they were unable to get the second lead in the appropriate location after many attempts. The first lead seemed to look good but when intraoperative testing was done the patient did not feel it in the right location at all. The hcp thought it was best to abandon the lead revision and explant. The patient had a headache when they were in recovery. The hcp thought it was possible there was a dural puncture. This surgery occurred on (B)(6) 2019 the issue was reported to be resolved at the time of the report. The devices were discarded by the customer and would not be available for return to the manufacturer. No further complications were reported.